Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was not able to pull medication. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. However, there were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to retrieve medication from the station. A field service engineer (fse) inspected the station and confirmed that the unit was not in override mode, and no medication errors were present. All functions were operating correctly, and the customer verified proper functionality. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was not able to pull medication. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. However, there were no delay, no adverse events or injuries reported based on this event.